Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has ben completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) shut off when the user pressed the pause button to check the patient's pulse. The user reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, during active operation, the autopulse platform (sn (B)(4)) performed compressions on a patient without any issue. The user pressed the pause button to check the patient's pulse, immediately after checking the patient's pulse the user pressed continue compressions on the platform, but the platform powered off suddenly after performing 4 compressions. The user found that the only way to power the device back on is to remove the battery half way out and reinsert back into the platform. The whole event happened in ambulance during transport. The user performed manual CPR on patient, however no rosc achieved and the patient was pronounced dead.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. The root cause was undetermined due to unable to reproduce the customer complaint during evaluation. Upon visual inspection, observed damage on the load plate cover. Replaced load plate cover to remedy this issue. The platform passed initial functional testing without any fault or error. Review of the archive data showed occurrence of four under voltage less than 18v incidents and an ua17 (max motor on time exceeded) error message on the incident date of (B)(6) 2018. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the platform was tested using the 95% patient test fixture (lrtf) with good known test batteries until discharged and the platform passed without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification. A drive train motor brake gap inspection was performed and verified the gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was one complaint reported for autopulse platform with serial number (B)(4). (B)(4) reported on (B)(6) 2017 and the root cause was undetermined due to unable to reproduce the customer complaint during evaluation.